Manufacturer narrative:
Date of event: unknown; an exact date not provided; however reported as from 2 weeks to 3 months post implant. If implanted; give date: unknown, not provided. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. No non- conformance reports associated with the customer's reported event were identified in the review. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. Sterilization was processed and no deviations were found that affects the sterility of the device. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who was implanted with an intraocular lens was diagnosed with endophthalmitis (non-bacterial), with a suspicion of corneal deposit 2 weeks to 3 months after the lens implant surgery. The doctor prescribed rinderon (antibiotic/anti-inflammatory medicine). Once the doctor had stopped/completed the administration of the medicine, the symptoms recurred. Therefore, the doctor has continued the administration of the medicine. No further information was provided.

Manufacturer narrative:
On the initial MDR, it was noted, if implanted; give date: unknown, not provided. However this statement was incorrect as an implant date was provided and was entered in. All pertinent information available to abbott medical optics has been submitted.